Event description:
Customer reports that he obtained results of hi, 244mg/dl, and 164mg/dl within a few minutes on the same device. No action taken based on these device results. No adverse event and no treatment received. No quality controls were used. Requested return of suspect device replacement was sent.